Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted; give date: not applicable as lens remained implanted in the patient's eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack confirmed in the lens after it was inserted into the patient's eye. The lens was implanted and not replaced. There was no delay in treatment or other interventions performed. No further information is available.